Event description:
Placement of the gastrostomy tube was done 5/29/92, endoscopic visualization. Pt was a 76-yr-old male with pneumonia, renal insufficiency, hepatic failure, metabolic acidosis and was ventilator dependent. The pt developed symptoms of peritonitis june 3rd and died 6/6/92. Peritonitis was confirmed. Complaint reports that the gastrostomy tube balloon burst and feedings spilled into the peritoneal cavity. Lot number of the suspect tube was not known since packaging material had been discarded. However the facility has 3 other tubes, unopened, with lot number 88lb0143. The suspect tube and/or the unopened tubes are available for testing by FDA if desired. The hazard is that the balloon on the gastrostomy catheter can rupture while no tract has formed between the stomach and the abdominal wall after a gastrostomy. This can lead to the catheter becoming disloged and feedings going into the peritoneal cavity.